Event description:
Coopervision was made aware on (B)(4) 2013 of a patient who presented on (B)(6) 2013 with severe pain, light sensitivity and blurry vision right eye. The patient had been wearing another brand of contact lenses until (B)(6) 2013 when he began wearing the avaira lens. The ecp noted right eye moderate epithelial staining, mild corneal and stromal edema, moderate limbal and bulbar injection, moderate, trace corneal vascularization, a large round corneal ulcer in the superior/temporal/central region, central corneal staining about 2mm. The ecp referred the patient to (B)(6) hospital emergency care. No further details were described. Contact lens wear was temporarily discontinued. (B)(6) hospital ER referred the patient to an ophthalmologist. The patient saw the ophthalmologist on an initial (B)(6) 2013 visit and two follow-up visits over two weeks. The ophthalmologist noted that the patient developed a right eye corneal ulcer and current status of the medical case to be unresolved. The ophthalmologist further noted that there was no evidence of defective medical device/contact lens. In later complaint investigation follow-up, the ophthalmologist's office related that the patient was prescribed antibiotic and steroid medications. The lot number is known, but no lenses were returned.

Manufacturer narrative:
No lenses were returned for evaluation.